Event description:
¿ Pump declared a cartridge change error. ¿ did the issue cause the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l)? ¿ yes ¿ customer's bg due to the issue - specific value unknown. Value displayed "high" ¿ what actions did customer take to address high bg? - correction injection via mdi ¿ did customer require assistance from 3rd party? - no ¿ cts instructed caller to remove cartridge from pump and inspect o-ring at bottom of cartridge ¿ is the cartridge o-ring in place and undamaged? ¿ yes ¿ does the caller wear their pump in a case? ¿ no. ¿ cts instructed caller to inspect the pneumatic tap area on the pump. ¿ is there a cartridge o-ring on the pneumatic tap or other debris in the area? ¿ no. Cts instructed caller to use an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump ¿ cts instructed caller to attach cartridge to the pump and confirm it is snapped fully into place. ¿ cts instructed caller to follow on-screen instructions and complete load process on the pump ¿ was caller able to successfully load the cartridge onto the pump? ¿ no ¿ did caller complete new cartridge fill with cts in step #6? ¿ no ¿ product 1: cartridge, t:slim, t:lock, 10 pack, global ¿ cts assisted caller in filling and loading a new cartridge. ¿ was caller able to successfully load the cartridge onto the pump? ¿ no, cts to refer caller to csa for escalated troubleshooting.